Manufacturer narrative:
(B) (4): evaluation results: (endoleak); (lack of information). (Secondary intervention).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately 68 months ago. Aneurysm and vessel morphology at the time of implant was not reported. The event was reported to medtronic by another manufacturer's representative. It was reported that the patient was implanted with another manufacturer's bifurcated endoprosthesis contralateral leg components. In addition, five aneurx devices were implanted. At the end of the procedure, imaging showed insufficient seal at the proximal end of the endograft system. A slight type 1 endoleak was noted. Five days post implant, an angiography confirmed the proximal type 1 endoleak and the patient was implanted with another manufacturer's bifurcated endoprosthesis trunk-ipsilateral leg component. In addition, a palmaz stent was implanted. The endoleak was resolved and the patient tolerated the procedure. It was reported 48 months later, the patient had a CT that demonstrated type 2 endoleak at the lumbar arteries and was treated with a coil embolization at the origin located at the lumbar arteries, and the type 2 endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.